Event description:
It was reported that this implantable pulse generator recorded far-field r-wave oversensing (ffrwo), resulting in inappropriate atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed the device data and discussed there is evidence of ffrwo dating back to the initial transmission after implant in (B)(6) 2024. The ffrwo is being seen and included in the atr count, leading to inappropriate mode switch. In addition, it appears the pmt episodes are related to the intrinsic atrial rate exceeding the programmed maximum tracking rate. Programming recommendations were provided. The device remains in service. No adverse patient effects were reported.